Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was capped and replaced on 5/24/2018 due to lead dislodgement. Sensing was poor and there was no capture at maximum outputs. Following the advisory for premature battery depletion with implantable cardioverter-defibrillator, although there was no eri alert of allegation of premature battery depletion, the device was also replaced and explanted prophylactically. There were no functional issues with the device. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.